Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sensor on the main drawer 2.2 locking mechanism got stuck. A field service engineer (fse) adjusted latch and rail so drawer 2-2 was not hitting frame, making closing easier and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user mentioned drawer door locks upon closing as expected and however, when attempted to reopen it, the lock failed to release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.